Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device had incomplete mesh on a previously recovered cadaveric donor skin. The event occurred during the retrieval of the cadaveric skin graft. No harm or injury to patient or operator.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On june 2, 2018, it was reported that the device produced an incomplete mesh on a previously recovered cadaveric donor skin. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number 911044 for evaluation. The device history record (DHR) and previous repair report of skin graft mesher serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) twenty times as documented in the repair reports in livelink. The last repair was april 21, 2018 where it was reported that the device was producing an incomplete mesh and the roller gear, carrier guide, and washers were replaced. This is not a related issue. The device history record (DHR) skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) and previous repair report of skin graft mesher 2:1 ratio cutter, serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The last repair was march 18, 2015 where it was reported that the device was sent along with skin graft mesher serial number (B)(4) for evaluation and the gear, bushings, and collars were replaced. This is not a related issue. Product review of the skin graft mesher on july 18, 2018 revealed that the calibration was out of specification but the device produced a passing sample mesh. The roller, gear, and shoulder bolts all had visible damage. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both failed to produce a passing test mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 18, 2018 which included replacement of the roller, roller gear, washers, and bolts. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the 1.5:1 ratio cutter, and the 2:1 ratio cutter both failed to produce a passing test mesh and were deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the 1.5:1 ratio cutter, and the 2:1 ratio cutter both failed to produce a passing test mesh and were deemed non-repairable. It is unknown with the information that was provided how the cutters failed . The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.